Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 380mg/dl. The customer stated that he received no delivery and motor error alarms a few days ago, but he is not sure if the alarms lead to his admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.